Manufacturer narrative:
Device is no longer reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device is no longer reportable as the reason for explant was ineffective stimulation.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Date of the event is estimated.

Event description:
It was reported that the patient is scheduled for an explant for an unknown reason.